Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot # is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the devices were entrapped. A truselect microcatheter and a fathom -14 guidewire were selected for use. During the procedure, the guidewire would not track through the microcatheter easily, and there was difficulty removing the guidewire from the microcatheter. Both devices had to be removed together from the patient. The procedure was completed with a new truselect and a new fathom. There were no patient complications as a result of this event.